Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings and investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of difficulty advancing through sheath resulting in vascular injury was unable to be confirmed due to no device return or relevant device imagery. It was reported that the resistance was due to the tortuosity of the access vessel, and that the dissection was due to the force applied to the vessel in order to advance the system. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with the crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can also be indicative of the presence of vessel tortuosity. As such, available information suggests patient factors (tortuosity) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
This report addresses the event of left common iliac artery dissection. A second MDR report will be submitted for the debakey type ii dissection event. The investigation is ongoing.

Event description:
As reported through the japanese tavi registry, during a transfemoral tavr procedure with a 26mm sapien 3 ultra resilia valve in the native aortic position, there was resistance during insertion of the commander delivery system into the 14fr esheath+. After the valve was implanted, angiography revealed a dissection of the left common iliac artery. In addition, before the patient was transferred to ICU (intensive care unit), the pulse of the right radial artery was noted to be weak. A subsequent CT (computed tomography) scan revealed a debakey type ii dissection. The entry of dissection was confirmed to be above the ncc (non coronary cusp) where the frame of the valve was located, and the dissection extended to the sov (sinus of valsalva). An emergent bentall procedure was executed under cardiopulmonary support. After the support was weaned off, the movement of the left ventricle was noted to be poor, and an echocardiogram confirmed poor blood flow to the left coronary artery. A CABG (coronary artery bypass grafting) in lad (left anterior descending) artery was executed. As the heart and lungs were swollen, the patient was transferred to ICU with the chest unclosed. Per report, the resistance was due to the tortuosity of the access vessel and the cause of dissection was the force applied to the vessel in order to advance the system. It was also reported that the patient's tissue was vulnerable and the coronary artery condition was poor prior to tavr. It is possible that the dissection was repaired surgically, but this information cannot be confirmed.